Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "treatment of gastric outlet and duodenal obstructions with uncovered expandable metal stents" published in world journal of gastroenterology 2007; october 28; 13 (40) : 5376-5379. The following information was derived from this article. A wallstent enteral endoprosthesis stent was used for a perioral stent placement procedure. According to the article, tumor ingrowth at the proximal end of the stent was detected in the patient 38 days after stent insertion. Due to progressing tumor infiltration and hepatic abcess, a second stent implantation could not be performed. Patient expired 36 days later.